Manufacturer narrative:
This report is submitted on november 27, 2020.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment, and subsequently was treated with an injectable steroid (specific date not reported).